Event description:
The customer contacted baxter's technical service center to report a burning smell which occurred on home choice (hc) during use. The home patient (hp) was not connected. The baxter technical representative (tsr) had the hp turn off the hc. The hc will be swapped (replaced). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information was received indicating that this report is a duplicate of report number 1423500-2011-11902. Refer to 1423500-2011-11902 for all necessary investigation and evaluation related to the reported issue.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.